Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line error, which was not reproduced during evaluation. A review of the event history log identified air in line error. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported will not load set properly, which was reproduced during evaluation as no green prompt during load set testing. The cause was determined during a visual inspection to be a depressed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not load a set properly and experienced an air in line alarm that would not clear. There was no known patient injury or medical intervention associated with this event. No additional information is available.